Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc catheter for evaluation. The proximal extension line had a luer cap on it and the distal extension line luer was covered in gauze. Evidence of use was observed in the form of blood within the distal extension line. Visual examination revealed the catheter tip had been cut from the body and was not returned. No defects or anomalies were observed on the catheter body, juncture hub, or extension lines. Microscopic examination of the catheter did not reveal any defects. The catheter body was cut 143 mm from the juncture hub indicating approximately 74 mm was removed. The catheter body outside diameter was measured and was found to be within specification. Functional testing was performed by connecting each extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds for each extension line. No leaks were observed from any region of the catheter while testing either line. (Con't) other remarks: a device history record (DHR) review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit instructs the user to prepare the catheter for insertion by flushing each lumen prior to use. The IFU also cautions that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A DHR review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer alleges that there was leakage just ahead of the level of the small wing during injection of chemotherapy. No negative consequence. Chemotherapy was continued.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that there was leakage just ahead of the level of the small wing during injection of chemotherapy. No negative consequence. Chemotherapy was continued.